Event description:
It was reported that at follow-up on (B)(6) 2011, the battery data was 2.74 v, 8 ua, 4.4 kohms with a longevity of 2.25 to 2.75 years to elective replacement indicator (eri). The battery data on (B)(6) 2011 was 2.74 v, 7 ua, 26.3 kohms with an estimated longevity of 0.25 years to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.